Event description:
Info received indicates the brake caster is not holding.

Manufacturer narrative:
The technician replaced the brake caster after attempts to adjust the old caster were unsuccessful.